Manufacturer narrative:
(B)(4). Batch # m53c14 . The analysis showed that an ats45 device was received in good visual condition and with no cartridge reload present. After further inspection, the articulation mechanism was noted to be damaged. However, the returned device was tested for functionality with a test reload on the right articulated position and it fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a radical resection of rectal carcinoma procedure, the surgeon rotated the rotating knob, but the device could only turn right but could not turn left. The surgeon turned over the device and finished the first firing, however; on the second firing, the device would not fire. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.